Manufacturer narrative:
Detailed product information for cylinders and pump was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump passed the functional test. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The microscope test found that the first cylinder had a hole in the proximal end of the cylinder from sharp instrument. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder did not pass the leak test, however the second cylinder did. The reservoir was microscopically inspected, and leak tested. The microscope test identified that the reservoir had a hole from sharp instrument damage and had wear at a fold in reservoir shell. Leaks were identified. Based on the information available and analysis results, the reported clinical observation of device mechanical issue was not confirmed. The reported patient symptoms of pain, discomfort, erosion and infection were confirmed as a known inherent risk.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort, infection, pain and erosion in the area of the reservoir and at the connection between the pump and the reservoir. Device dysfunction was also noted. The ipp was subsequently explanted and replaced. No further patient complications reported.

Manufacturer narrative:
Detailed product information for cylinders and pump was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of pain, discomfort, and erosion are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort, pain and erosion in the area of the reservoir and at the connection between the pump and the reservoir. Device dysfunction was also noted. The ipp was subsequently explanted and replaced. No further patient complications reported.